Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional testing. The evaluation determined that a component was not connected properly. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the patient attempted to give herself a bolus with the patient therapy controller (ptc) but the power button would not turn on the device. The product was returned for evaluation.